Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing was performed and passes successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set would not prime. The reporter stated that the saline solution was spiked and the drip chamber filled with solution; however, solution would not flow past the drip chamber. The set was replaced to resolve the issue. There was no patient involvement. No additional information is available.